Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, wear abrasion and flat creases. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.